Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had rising threshold which increased to high threshold. And the cardiac resynchronization therapy defibrillator (crt-d) battery depleted quicker than expected. The lv lead and the crt-d remain in use. No patient complications have been reported as a result of this event.